Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor valve was chosen for implantation using a large flexnav delivery system. The patient anatomy was described as calcified and tortuous. During the procedure, the delivery system was unable to cross a tight, calcified narrowing in the common iliac vessel. Multiple attempts were made to cross the vessel without success. During these attempts, pushing forces were applied in an effort to advance the system through the narrow vessel. Upon removal of the delivery system, it was noted that the capsule tip was damaged and had ¿concertined down,¿ meaning it was compressed and deformed due to the forces applied during advancement. The capsule tip was not split or torn. No malfunction of the navitor valve associated with the complaint device was alleged. As a result, a new valve was loaded into a new delivery system, and the procedure was continued. The new valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient experienced a perforated iliac vessel. This was repaired by a vascular surgeon following valve deployment. There was no clinically significant delay reported. The patient status is reported as discharged.